Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to moisture damage on the keypad traces. There was no button error alarm. The pump had minor scratched lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip. The numbers did not ramp up on its own and the scroll bar did not move without input.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 356 mg/dl at the time of incident. The customer stated that he fell into the lake and the buttons stopped working. The customer treated with a manual injection. He stated that he gave himself a bolus in the morning and the numbers started ramping. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.